Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the receiver vibrated, the patient checked it and was hot. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed and the test failed. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of an overheating receiver. The root cause was determined to be a defective component in the printed circuit board.